Manufacturer narrative:
Based on the information available by 18-feb-2018, kci could not determine that the alleged wound infection / bacterial colonization and odor were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown if a wound infection was confirmed or that medical or surgical intervention was required. On 05-jun-2018, no failures were found with the device related to this event. Based on the information provided on 22-aug-2019, kci's assessment remains the same; it cannot be determine that the alleged wound infection / bacterial colonization and odor were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had undermining present prior to initiating v.a.c.® therapy and the physician stated the wound's exterior opening was starting to close. The physician also noted "no signs of critical colonization early cellulitis." Kci made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 19-jan-2018, the following information was reported to kci by the patient: on (B)(6) 2018, the physician removed the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly due to a wound infection / bacterial growth. Clinical records provided on 19-jan-2018 noted the following: on (B)(6) 2018, the physician noted a moderate amount of serosanguineous drainage with mild odor. No wound pain due to the wound being insensate. The wound margin was noted as well defined. The wound bed was noted to have 1-25 percent slough, 51-75 percent bright red with firm granulation. The physician noted "the exterior opening is starting to close. It's causing problems with the delivery of vac pressure into the deeper aspects of the wound; will also increase the vac pressure when the patient is sitting the exterior area is compressing together also making it hard to deliver vac pressure to the deeper space." Clinical records provided on 22-aug-2019 noted the following: on (B)(6) 2018, the physician noted a moderate amount of serosanguineous drainage with mild odor. No wound pain due to the wound being insensate. The wound margin was noted as well defined. The wound bed was noted to have 1-25 percent slough, 51-75 percent bright red with firm granulation. The physician noted "no signs of critical colonization early cellulitis." It was also noted the physician believed "the exterior opening is compressing and reducing vac pressure being transferred into the deeper areas of undermining. This is causing fluid retention and bacterial colonization." V.a.c.® therapy was placed on hold with plans to restart on (B)(6) 2018. On 14-nov-2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications before patient placement. On (B)(6) 2017, the device was placed with the patient. On 05-jun-2018, the device was tested per quality control procedure by kci quality engineering and no failures were found with the device related to this event.